Event description:
Reported alleged that aviva blood glucose test strips were labeled with an expiration date of 06/30/09. The manufacturer's records show the actual expiration date to be 06/30/08. No actions or treatment reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.